Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow; further described as during the 24 hours infusion, there was no flow from the diffuser. The device was disconnected and then reconnected for an additional 24 hours but no product was released from the diffuser. The device was filled with 5 fluorouracil 3800mg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g3: date received by manufacturer (MFR). The correct date received by MFR is 02/24/2023, previously submitted as 02/28/2023. The lot was manufactured march 1, 2022 - march 3, 2022. The device was received for evaluation containing approximately 57ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.